Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 1, 2, and 3 were found bent and permanently compressed. There was no other fault found with this battery pca.